Event description:
Boston scientific became aware of information involving an axios lumen-apposing metal stent (lams) and electrocautery enhanced delivery system through the article titled "endoscopic ultrasound-guided gallbladder drainage: which is the best way to access?" By s. Stigliano. The article describes a single-center retrospective analysis conducted between january 2019 and september 2024 including 60 patients who underwent endoscopic ultrasound-guided gallbladder drainage (eus-gbd) using lams at the universitario campus bio-medico of rome. In 43 out of 60 patients (71.7%), a hot axios was used. In the majority of procedures (78.3%), a stent diameter greater than 10 mm was selected. No dilation of the lams was performed in any case. As reported in the article, one patient experienced distal flange misdeployment during the procedure. The study further noted that trans-gastric access was associated with a higher rate of lams obstruction and need for re-intervention compared to the trans-duodenal approach. The article does not report any deaths associated with the procedure. Please refer to the referenced article for full details, data analysis, and list of participating investigators and institutions.

Manufacturer narrative:
Block b3: date of event not provided. However, january 1st, 2019 was selected as the estimated event date because the information in the article was studied between january 2019 and september 2024. Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter facility name: fondazione policlinico universitario campus bio-medico; reported here as it exceeded the character limit for the designated field. Block g2: literature source: s. Stigliano, p. Melatti, n. Citterio, d. Biasutto, f. Di matteo. "Endoscopic ultrasound-guided gallbladder drainage: which is the best way to access? - pp0997" ueg journal, vol. 13. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent positioning issue. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, stent positioning issue is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Device history record review: a review of the manufacturing documentation was unable to be performed as the required device documentation was unavailable. Device technical analysis: the device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, stent positioning issue is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the event of stent positioning issue was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.